Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the filament of the adc device remained stuck in their skin. The customer had contact with a dermatologist who performed an ultrasound at the sensor site and attempted to remove the filament by incision. However, attempt was unsuccessful. The customer further reported that they were scheduled for another visit to remove the filament with ultrasound guidance. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the filament of the adc device remained stuck in their skin. The customer had contact with a dermatologist who performed an ultrasound at the sensor site and attempted to remove the filament by incision. However, attempt was unsuccessful. The customer further reported that they were scheduled for another visit to remove the filament with ultrasound guidance. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor. Sensor plug was not returned. If the sensor plug is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the filament of the adc device remained stuck in their skin. The customer had contact with a dermatologist who performed an ultrasound at the sensor site and attempted to remove the filament by incision. However, attempt was unsuccessful. The customer further reported that they were scheduled for another visit to remove the filament with ultrasound guidance. No additional information was provided. There was no report of death or permanent injury associated with this event.